Event description:
It was reported to tyco healthcare/kendall on (B)(6) 2006 that a customer reported a "spreading" rash which required medical intervention. Additional information reported to tyco healthcare/kendall on (B)(6) 2006. Tens treatment resulted in a rash, red raised bumps which burst open - no discharge from them. Dermatologist prescribed steroid ointment and pill. Patient reports no previous reaction to tens therapy.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.